Event description:
During a laparoscopic roux en y gastric bypass procedure using a plcr60b with an i60, the device was fired but the tissue was transected but the staples would not hold the tissue together. The surgeon oversewed the entire staple line and the patient is doing fine.

Manufacturer narrative:
The plcr60b was returned and evaluated. The root cause of the issue was found to be an improperly seated reload in the housing by the user. Summary: reported condition 1: "the fourth plcr60b reload was fired, with malformed staples throughout the entire staple line. The tissue was transected, but staples did not hold the tissue together. Another reload was applied, which also resulted in malformed staples." Evaluation summary 1: 2x reloads: both have several staples jammed on reload, damaged retention posts indicating the reloads were not seated properly. Please see pictures. Reported condition 2: "a new reload was loaded and applied. This reload was fired but did not staple or cut. Finally, a last reload was test fired on paper and did not staple or cut." Evaluation summary 2: 1x reload: not fired, damaged retention posts and damaged drive screw head, indicating improper engagement and slipping between screw and fire socket. Please see pictures. 1x reload: not fired, damaged retention posts and damaged tissue bumps. Damaged drive screw head, indicating improper engagement and slipping between screw and fire socket. Please see pictures.